Event description:
(B)(4), lot # 1b24258302 - clip failed to deploy when stylet withdrawn from catheter - clip remained loosely on shaft of stylet. Incident occurred while the clinician was in-servicing another clinician. Ref MFR # 9610825-2013-00084.